Event description:
Caller states the patient tested >8.0 inr and 5.6 inr during duplicate testing and comparison lab returned as 4.09 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Caller is unsure which lot produced a specific result.